Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured when pulling back the device. The device was removed and another mynxgrip was opened and successfully used to close the vessel. There was no patient injury. The balloon inflated without issue during prep and when inflated in the artery, and then ruptured on pull back before the 1st stop. The procedure used a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of peripheral vascular disease and calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU. There was no prior pta, stent, or vascular graft in the common femoral artery. The ruptured balloon was removed intact from the patient. Other procedural details were requested but are unknown. The device is not being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2207403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured when pulling back the device. The device was removed and another mynxgrip was opened and successfully used to close the vessel. There was no patient injury. The balloon inflated without issue during prep and when inflated in the artery, and then ruptured on pull back before the 1st stop. The procedure used a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of peripheral vascular disease and calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU. There was no prior pta, stent, or vascular graft in the common femoral artery. The ruptured balloon was removed intact from the patient. Other procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f2207403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.